Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the tip of the electrode was detached. The patient underwent an ultrasound procedure to locate the tip which was then removed with another operation. The procedure has been completed using a similar device. There were no further reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8, d9 date returned to mfg, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.

Event description:
This MDR is being submitted to provide a correction to d2a - common device name. The correct input for this field is: endoscopic electrosurgical electrode, bipolar, single-use

Manufacturer narrative:
This MDR is being submitted to provide a correction to d2a - common device name. The correct input for this field is: endoscopic electrosurgical electrode, bipolar, single-use